Manufacturer narrative:
Concomitant medical device: 3207 ICD implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead was oversensing myopotentials whenever the patient takes a deep breath, resulting in the patient feeling light headed. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.